Manufacturer narrative:
The product involved in the report has been returned. One used sample was received without the original packaging and was returned with the detached catheter however, the sample was not returned with the y adapter. The bushing is detached from the cone adapter. The components were viewed under uv light. There is visible evidence of the application of adhesive with optical brightener. It has the appearance of inconsistent application coverage. The catheter bushing was detached from the cone adapter. The components were viewed under the uv light. There is visible evidence of application of adhesive with optical brightener however, the coverage of adhesive is slightly heavier on one side of the tubing and of the cone adapter. The device history record for the lot number, m5187t506, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
(B)(4) UDI # unknown. The actual complaint product was returned and is being processed. A review of the device history record is not possible as a lot number was not provided and a root cause cannot be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that, while using an 8fr closed suction catheter apparently the catheter fractured inside the endotracheal tube and the end user was unable to pull the catheter out." Additional information was received on 12-feb-2016 that states, "the patient is still intubated and did not need to be extubated. The staff used scissors to remove the y adapter that had fractured. No additional information available.